Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed issue in history but was not able to reproduce during investigation. Pump was exercised for 24h, no reboots or alarms occurred during the duration test. Pump was opened and inspected, no evidence of moisture was found inside the pump. Pcb and power flex were inspected for intermittent condition, none was found. -black box review shows evidence of por event on the reported failure period. Battery compartment and cap are intact, battery cap in able to maintain electrical connection, and measurements are within specification. Battery cap was tighten and then unscrewed ½ turn, no reboots occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.